Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: ((B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per the persona knee system package insert (87-6204-022-23, rev. A), pain and instability are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps femoral component, catalog # 42500606402, lot # 63392876; persona stemmed tibial component, catalog # 42532007502, lot # 63361112; persona ps articular surface, catalog # 42522400712, lot # 63395701. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00239, 0002648920-2019-00621, 0001822565-2019-03534 . Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently the patient was experiencing pain and instability six months post operative. No revision procedure has been reported to date.